Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found. Additional issue identified: 180.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was intermittently frozen and reportedly never decreased below 100% charge despite not being charged for a full day. Subsequently, the pump became unresponsive except for occasional flashes and beeps. It was noted that the customer attributed the battery issue to be the cause of the pump becoming unresponsive. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.